Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high;" although a specific value was not provided. Cause was unknown. Elevated blood glucose was addressed with a manual dose injection. The customer changed the infusion set and resumed insulin therapy.